Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: (B)(6).

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) was in standby and alarming "iab disconnected". There was no harm or injury to the patient reported.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp because a facetime call was made and the fse was able to look at the safety disc and connections. The drain and autofill ports were secure and the helium tubing was attached securely. The fse advised them to press the "fill" key but they had booted the pump at that time. The pump powered on, they pressed start and the pump autofilled and calibrated successfully. The fse suggested that somewhere alone the helium line a connection was likely loose, but looked secure. They had never seen the alarm and did not know about the help available menu during it. The fse discussed this at length with them. They were not happy with the alarm and felt there were issues with their pumps as their biomed services them. They plan to take the pump to biomed once it is not in use. This complaint record is being closed because no repair information was provided after making good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, the complaint will be reopened and updated.